Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. The problem was not constant. The device completed a full functional verification with good flow and no issues cooling or heating. After the functional verification some more testing was done to rule out the fluid delivery line. During this testing the circulation pump stopped working. The command for the pump was 100 percent but there was no pressure, no flow and no sound from the pump at all. Circulation pump not engaging properly when given command to pump. Circulation pump was replaced. The device underwent and passed testing after all repairs. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Does not fill water and low flow (no flow) alarm nr 1 & 2 therapy not possible, had to abort.